Event description:
Livanova deutschland received a report that cooling system of a heater-cooler system 3t broken and it is not reparable. Device has been dispositioned by the hospital and will no longer be in use. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in chicago, illinois. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11:livanova field service technician visited the facility and found that the cooling system was broken. The device could not be repaired and therefore has been removed from service. Complaints database analysis revealed that no similar event was reported since unit installation in 2009, neither a concerning trend has been identified. Based on the above facts and on the investigations performed for similar cases, considering also the manufacturing date of the unit, the most likely root cause of the issue is a failure of the cooling system. A potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The erosion kit upgrade #005-21-0061 was already installed on this device in 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was complained 4 years after the upgrade which suggests that it is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.